Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿machine error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that intermittent catheter was not curved enough. Customer had issues not only with one lot, there were many lots over the years. The customer stated that the issue was constant. Also added that the coude was either not defined enough or not there at all.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that intermittent catheter was not curved enough. Customer had issues not only with one lot there were many lots over the years. The customer stated that the issue was constant. Also added that the code was either not defined enough or not there at all.